Event description:
While physician using instrument the locking mechanism on forceps broke. All pieces of the instrument were retrieved including the screw holding the locking mechanism. The instrument will be evaluated if repairable.